Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - a composix kugel mesh was used to repair the patient's hernia defect. (B)(6) 2009 - patient underwent surgery to explant the patch. Attorney alleged abdominal pain, "pain and suffering," additional surgery, permanent injury, defective mesh, explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.